Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the application for the central nurse's station (cns) shut down on its own. The bme reported he was able to get the cns back up and running. There was no patient harm reported. Investigation summary: the device logs were investigated by nkc. A specific root cause could not be determined but the logs showed an error with the os (operating system). A hard drive replacement was recommended to the customer. Multiple follow-up requests were sent to the customer to bring the device in for service, but they were unresponsive. The complaint device was not returned to nk. As such, a root cause could not be determined. No further investigation will be performed. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/07/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/27/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the application for the central nurse's station (cns) shut down on its own. The bme reported he was able to get the cns back up and running. There was no patient harm reported.

Event description:
The biomedical engineer (bme) reported that the application for the central nurse's station (cns) shut down on its own. The bme reported he was able to get the cns back up and running. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the application for the central nurse's station (cns) shut down on its own. The bme reported he was able to get the cns back up and running. There was no patient harm reported. Investigation summary: the device logs were investigated by nkc. A specific root cause could not be determined but the logs showed an error with the os (operating system). A hard drive replacement was recommended to the customer. Multiple follow-up requests were sent to the customer to bring the device in for service, but they were unresponsive. The complaint device was not returned to nk. As such, a root cause could not be determined. No further investigation will be performed. Nk will continue to monitor and trend. On 06/23/2025, the customer replied to our email requests and provided the org device information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple patient receiver (org): model #: org-9110a serial #: (B)(6). Device manufacturer data: 06/17/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Multiple patient receivers (org): model #: org-9110a serial #: (B)(6) device manufacturer data: 06/24/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Multiple patient receivers (org): model #: org-9110a serial #: (B)(6) device manufacturer data: 07/03/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Multiple patient receiver (org): model #: org-9110a serial #: (B)(6) device manufacturer data: 07/09/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Multiple patient receiver (org): model #: org-9110a serial #: (B)(6) device manufacturer data:08/03/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer. H2 if follow-up, what type?

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. No patient harm was reported. Bme was able to get the cns back up and reported everything looked good.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down on its own. No patient harm was reported. Bme was able to get the cns back up and reported everything looked good. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 03/11/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that multiple orgs and rns were involved but did not provide the serial numbers for the devices.